Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for use for an unknown diagnostic procedure, the endoscope reprocessor was unable to supply air and water likely due to a foreign object in the air and water nozzle. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and deviation from instruction for use (IFU) are unknown therefore, the cause of the material remaining in the device could not be determined. The following reports confirm that the reprocessing ability of the device is guaranteed by implementing the reprocessing steps according to the instruction for use ( IFU). (Cleansing/disinfecting/sterilizing). Reports: 150p-5361 "oer-5tjf-160vf disinfection effect confirmation test report". 151p-1635 "oer-5 equipment disinfection effect confirmation test report". 151p-1636 "oer-5 water supply channel disinfection effect confirmation test report". 151p-1671 "oer-5 disinfection effect confirmation test (retest) report using surrogate device". 151p-1738 "oer-5 biofilm cleaning effect confirmation test (re-retest) report". 151p-1739 "oer-5 biofilm disinfection effect confirmation test report". 151p1770 "oer-5 chf-bp260 disinfection effectiveness confirmation test report". ·151p-1771 "oer-5 full cycle test (retest) report". ·151p-1772 "oer-5chf-bp260 cleaning effectiveness confirmation test report". ·151p-1773 "oer-5tjf-160vf cleaning effectiveness confirmation test report". ·151p-1774 "oer-5cf-hq190l cleaning effectiveness confirmation test report". ·151p-2468 "oer-5cf-hq190l disinfection effectiveness confirmation test (retest) report". ·151p-4288 "oer-5tjf-q190v disinfection effectiveness confirmation test (retest) result report" . Olympus will continue to monitor field performance for this device.